Manufacturer narrative:
Analysis found no fault on the device. The device was tested according to its manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not working properly. There was no patient impact.